Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had out of box failure.during pm membrane leak test failed. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the customer replaced the safety disk it with another safety disk and the test passed successfully. All functional and safety checks are compliant and the device was returned to service. The following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) (B)(6) 2025. The failure analysis and testing dept. Received part number 0202-00-0140 safety disk serial number (B)(6) with a reported unit failure of membrane leak test failed. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0202-00-0140 safety disk serial number into the cardiosave test fixture serial number and tested the safety disk to factory specifications per procedure number 0002-07-d016 revision f and the cardiosave service manual part number 0070-00-0639 revision r. The fat performed the all manifold test. The safety disk passed testing. The fat could not replicate the complaint of the safety disk failing the membrane leak test. The membrane differential result was 5mmhg. Factory specification is +-6mmhg. Retaining the safety disk in the fat per procedure 0002-07-d008 rev.at.

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h11.